Event description:
The patient presented to the clinic due to his blood pressure lower than normal and feeling dizzy. The device was found to be in backup vvi. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset anomaly was confirmed in the laboratory and was due to low battery voltage. No high current sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further evaluation. No anomalies were found that would cause the battery to deplete. The cause for the reset and the premature battery depletion was not determined.